Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient was hospitalized for further treatment thirteen days after a re-occlusion was found in (B)(6) 2017. The patient under went treatment of the 100% occlusion in the left mid to distal sfa and ppa was treated with pta and placement of a stent (tvr). The patient was discharged on aspirin and clopidogrel two days later .

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical trial. It was reported the patient experienced re-occlusion. In (B)(6) 2016 - the patient was assessed with category 4 ischemic rest pain. Ten days later, the patient underwent treatment to a 100% occlusive stenosis target lesion located in the left distal superficial femoral artery (sfa) and popliteal artery (ppa), reference vessel diameter of 4.0 mm, length of 150 mm, classified as a tasc ii c lesion. The target lesion was treated with a 2.1/3.0 mm jetstream xc atherectomy catheter. Post treatment was performed with the use of percutaneous transluminal balloon angioplasty (pta) with 0% final residual stenosis. Two days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017 - 116 days post index procedure, an occlusion in the left sfa was noted. At the time this event was reported, it was considered to be not recovered/not resolved.